Manufacturer narrative:
The insulin powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. No failed battery test was noted. The bolus wizard functioned properly per bolus wizard sample. The insulin pump was received with minor scratches on lcd window and bleeding glass on lcd board.(B)(4).

Event description:
The customer reported via phone call of a failed battery test and bolus wizard anomaly from the insulin pump. The customer's blood glucose was unknown. The customer stated that his pump is not working properly. The customer stated that the pump would alarm failed battery test after a new battery installation. The customer stated that when he would give himself a reading of 211 mg/dl, the pump does not give him a bolus amount. The customer stated that when he gave himself a reading of 400 mg/dl, he received an amount of 11 mg/dl. The customer was assisted in the bolus set up wizard. The customer was advised that the bolus wizard adjusts the correction bolus based on insulin sensitivity and target blood glucose. The customer was advised that the pump will be replaced.